Event description:
It was reported that pump did not correctly recognize insulin amount, as customer filled cartridge with 300 units but pump indicated only 60 units remaining. There was no reported impact to the customer¿s blood glucose level. Customer requested follow-up, and technical support planned to contact customer and document issue as fill estimate problem, but no additional information was received regarding further actions or outcome.